Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the device is returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced,, is being filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using two proglide devices with an 8f sheath after a thrombectomy interventional procedure. Reportedly, no blood flow was observed from the marker lumen of the first proglide device. A second proglide device was deployed. There was a 20 minute delay in the procedure and a compression dressing was applied. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: device return status. The device was not returned for analysis. Factors that may contribute to failure to achieve hemostasis include, but not limited to, poor or partial tissue capture, air knot, enlarged arteriotomy or use of device with inappropriate introducer sheath size. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.